Event description:
It was reported that a freestyle libre 3 plus sensor was not connecting to the ilet pump, consistent with an intermittent communication failure between devices; rescan attempts were unsuccessful, and resolution was achieved by applying and pairing a new sensor, after which the cgm displayed. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with the communication link, with involvement of electrical and magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.